Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had intermittent button response on the esc, act, up arrow and down arrow buttons due to flattened dome switches (creased). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, scratched case, scratched keypad overlay, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had visited the emergency room on (B)(6) 2019 due to diabetic ketoacidosis with a blood glucose level of 600 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they were treated with manual injection and intravenous liquid at the hospital. The customer reported that they experienced abdominal pain and blurry vision as a symptom related to high blood glucose level. The customer also reported that the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.